Manufacturer narrative:
The device was returned for analysis; however, the analysis has not yet been completed. Information regarding patient weight was not provided. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of a 5mm anterior communicating artery aneurysm, a deltaplush coil (dpl10030620/p10219) did not detach in the aneurysm. Prior to the event, a 5mm micrusphere, a 4mm micrusphere, and a 4mm cashmere coil were successfully implanted in the aneurysm using an sl-10 microcatheter. The deltaplush coil was then placed in the aneurysm, but after multiple attempts to detach the coil, it could not be detached. They repositioned the coil, but it would not detach. The coil was removed from the microcatheter without incident and the procedure was completed with another coil using the same cable and detachment control box (ccb). A pre-deployment electrical check had been performed. During the detachment cycle, the detachment light illuminated and the audible signal beeped. There did not appear to be any damage to the actual coil during the procedure. A continuous flush had been maintained through the microcatheter and there was no resistance between the coil and microcatheter. There had been no difficulty attaching the cable to the coil. There was no harm to the patient due to the coil non-detachment. It was reported that the device would be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported by a healthcare professional, during coil embolization of a 5mm anterior communicating artery aneurysm, a deltaplush coil (dpl10030620/p10219) did not detach in the aneurysm. Prior to the event, a 5mm micrusphere, a 4mm micrusphere, and a 4mm cashmere coil were successfully implanted in the aneurysm using an sl-10 microcatheter. The deltaplush coil was then placed in the aneurysm, but after multiple attempts to detach the coil, it could not be detached. They repositioned the coil, but it would not detach. The coil was removed from the microcatheter without incident and the procedure was completed with another coil using the same cable and detachment control box (ccb). A pre-deployment electrical check had been performed. During the detachment cycle, the detachment light illuminated and the audible signal beeped. There did not appear to be any damage to the actual coil during the procedure. A continuous flush had been maintained through the microcatheter and there was no resistance between the coil and microcatheter. There had been no difficulty attaching the cable to the coil. There was no harm to the patient due to the coil non-detachment. The deltaplush coil was returned for analysis. The unidentified detachment control box (dcb) and the unspecified connecting cable were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed into the returned packaging, it was found that the coil was unsheathed, entangled, and stretched. The proximal section of the coil is stretched. The circumstances of how and when this unreported coil stretching damage occurred cannot be determined. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 54.5 ohms (range 48.5/56.0 ohms) (mps-prp0243) and the enpower systems ready green light illuminated. The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 543.6 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil being unable to be detached inside the target site cannot be confirmed. The dpu passed electrical testing and the coil detached on the first detachment cycle; therefore the root cause of the coil unable to be detached cannot be determined. In addition, without return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The damage found on the actual coil (unsheathed, entangled, and stretched) was most likely related to post-procedure handling/shipping. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.